Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump where there was an unspecified "machine sound". This condition was found in the general patient ward upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an unspecified "machine sound" was confirmed as a battery issue during product evaluation. Service stated that there was a power issue, since the device did not turn on, and there was a constant alarm without a display. This was attributed to a battery failure, such that the device would not accurately power on due to a defective battery and the constant alarm was a battery alarm. The assignable cause was identified as a depleted main battery. The main battery was replaced to resolve the reported problem.